Event description:
This lead was explanted due to suspected micro perforation due to effusion. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 8 cm distal to the is-1 connector pin. All fragments were received for analysis. An additional cut into the insulation was found 26 cm proximal to the lead tip. These cuts most likely resulted from the explantation procedure. The inspection revealed that the insulation was, apart from the present cuts, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.